Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had a possible infection at the implantable pulse generator (ipg) site. The patient was prescribed antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. During the explant, the physician indicated that the pocket site did not appear to be infected. It was unknown if the patient's infection was device related, however, it was not procedure related. The explanted ipg and leads were kept by the medical facility.